Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 9:38:07 am to 10:18:08 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:38:07 am. On (B)(6) 2020, at 7:25:22 am and 7:52:13 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 3:23:09 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:23:09 pm. Blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:48:07 pm to 5:08:08 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:33:08 pm. On (B)(6) 2020, at 11:27:43 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2020, at 12:02:39 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2020, at 2:27:02 pm, 2:49:41 pm, 2:59:38 pm, and 4:35:56 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.